Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that in-stent restenosis and stent fracture occurred. The target lesion was a previously implanted 4mm synergy stent in the left anterior descending artery that had restenosed and appeared fractured. A 10mm x 3.50mm wolverine coronary cutting balloon was inflated 5 times to 12 atmospheres. Upon removal, he balloon was caught by the stent and could not be removed. The device was forcibly pulled. Once outside the patient, the balloon was inflated and it was noted that two blades were broken and detached. It is suspected that the detached portions of the blades remain in the patient. The procedure was completed with a different device. No further patient complications were reported. The patient status is stable.